Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The following information comes from the article ¿a case of lower ischemia after percutaneous vascular intervention using angioseal closure device¿ which was taken from the journal of "the japanese society for vascular surgery journal 2017," pages 1 to 4 (document no. 1702w3-026h). An angio-seal vascular closure device was used in a (B)(6) -year-old male patient with arteriosclerosis obliterans (aso). A pre-angiography revealed that there was occlusion and severe stenosis in the right superficial femoral artery but no significant lesion seen in the right common femoral artery. The right common femoral artery was selected for puncture for a stenting procedure using a 9f guide sheath. When the angio-seal device was deployed, complete hemostasis could not be achieved, so manual compression was applied. Three days later, the patient experienced pain and sensation disturbance in the right limb. Echocardiography and CT revealed 65% stenosis with severe calcification in the right common femoral artery and total occlusion and diminished blood flow in the right superficial femoral artery. It could not be totally ruled out that the lesions were a result of deteriorated chronic issue due to the aso. On the next day (4 days after angio-seal deployment), the patient complained of deteriorated sensation disturbance and cpk rose up to 500iu/l. Surgery was performed. The anchor and collagen were found in the inside of the right common femoral artery, which was found severely narrowed, requiring a vascular reconstruction procedure. The patient underwent rehabilitation and was discharged from the facility 32 days from the surgery. After the surgery, pain in the right limb was dissolved and the patient could work without any intermittent claudication. According to the physician, the anchor was stranded in the calcification and could not be deployed properly. The physician commented that further careful assessment on arterial sclerosis lesions with possible eccentric lesion would have been needed prior to the use of angio-seal because of the patient's aso. Doi: 10.11401/jsvs.16-00060.